Event description:
A dental professional, through the use of a service technician, reported that his jb-70 intra-oral x-ray operator panel would illuminate immediately after the unit was powered "on". The illumination of the radiation led indicates that accidental radiation exposure may have occurred. Progeny technical support was contacted for assistance and through a process of troubleshooting, it was determined the remote switch had malfunctioned. The switch was not manufactured or provided by progeny, and once replaced, the intra-oral x-ray functioned per specifications.

Manufacturer narrative:
After the technician arrived, he verified the issue by turning the unit off and on approx three times before contacting progeny tech support ((B) (4)). I advised the tech to disconnect any remotes switches that were attached to the jb70 unit. After disconnecting the remote switch the unit functioned normally. (The radiation l.e.d. On the operator's panel did not illuminate after powering on the x-ray unit). Progeny advised (B) (4), the service technician, to inspect the wiring and the remote switch for any defects. The issue was rectified once the switch was replaced.